Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysate. The cause of the peritonitis was unknown. It was unknown if the patient received treatment for the peritonitis with antibiotics. No further detail was provided regarding whether the patient was hospitalized for the event. At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.